Event description:
It was reported that during a gift of life case the blade broke and the blade guard bent. It was further reported that the device was replaced and the procedure was completed successfully. There was no patient impact, adverse consequences or surgical delay reported as a result of this event.

Event description:
It was reported that during a gift of life case the blade broke and the blade guard bent. It was further reported that the device was replaced and the procedure was completed successfully. There was no patient impact, adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Based on review of the information provided in relation to this reported event and as device is not available, the root cause of this event is undetermined. Blade not returned to manufacturer.